Event description:
A customer reported a minimum fill notification and experienced no adverse impact on their blood glucose level. The caller was in the process of loading a new cartridge, and with guidance from technical support, removed the pump from its case and cleaned the pneumatic tap area using an alcohol wipe or lint-free cloth. Reloading the same cartridge resolved the issue, allowing the customer to successfully load a cartridge onto the pump and resume insulin delivery.